Event description:
It was reported by the customer that they were experiencing high blood glucose levels. Customer's blood glucose level was reported at 584 mg/dl. The customer treated their high blood glucose levels with manual injections. Customer was walked through trouble shooting and will call if any delivery issues persist. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.